Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the light button had to be pressed more than once to activate light and there was chipping on the reservoir compartment, rainbow on screen covers part of the battery life indicator. Customer also reported that insulin pump was slower to rewind even with a full battery and gave random no delivery alarms and insulin pump rejected new batteries. It was also stated that insulin pump battery life was down to 2 to 3 weeks, some of the plastic has peeled off of the buttons. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.